Event description:
It was reported: "burned tip" reporter said that during an arthroscopy procedure physician began lasing at 40 pps, 40 watts, single pulse for 20 seconds. Physician asked for an increase of power to 27 pps. 70 watts, single pulse and lased for 8 to 10 seconds, when a flash and smoke came from the device.inspection of the device showed it was burnt between handpiece and tip.no injuries were reported.